Manufacturer narrative:
Evaluation of the customer issue included a review of complaint text, a search for similar complaints, review of field data, review of instrument logs, and a review of labeling. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. Review of field data showed the complaint lot 64006fn00 median value was within the range of other lots in the field between november 22, 2015 and november 19, 2016. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified. This report is being filed on an international product list (B)(4), that has a similar product distributed in the us, list number (B)(4).

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product list 2g22, that has a similar product distributed in the us, list number 4p53. (B)(6).

Event description:
The customer observed falsely elevated (B)(6) patient results generated while using the architect (B)(6) qualitative reagents. The following data was provided. Sid (B)(6). Architect (B)(6) qualitative results, initial 38.39 ((B)(6)), repeat after centrifugation 12.39, 12.44 ((B)(6)). Architect (B)(6) qualitative ii confirmatory, confirmation test positive (no specific values provided). Pcr method showed negative results. Other methods showed (B)(6) (555), (B)(6) and (B)(6) (no values specific values were provided for (B)(6)). Sid (B)(6). Architect (B)(6) qualitative results, initial 1.2 ((B)(6)), repeat after centrifugation 1.58 ((B)(6)). Architect (B)(6) qualitative ii confirmatory, confirmation test positive (no specific values provided). Pcr method showed (B)(6) results. Other methods showed (B)(6) result was 9.6, and (B)(6) (no values provided). No impact to patient management was reported.